Event description:
It was reported that the anesthesia workstation failed the system checkout test. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Based on the information collected to date, the leakage during sco was caused by an incorrectly assembled one way valve cage in the patient cassette. The operator reassembled the part correctly himself and no further issue was reported. Device logs have not been available for the further analysis of the issue. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. H4 manufacture date: previous manufacture date: 04/01/2018. Corrected manufacture date: 03/26/2018 h3 other text: 4117.

Event description:
Manufacturer's reference#: (B)(4).